Manufacturer narrative:
The iol was returned for analysis. Iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is intact, the other is fractured at the gusset area. The optic is rejectable with loose fibers. A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on these investigation findings, we are unable to verify if the iol contributed to the event. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the iol was introduced into the capsular sac, it was subluxed into the vitreous. An anterior vitrectomy was performed, the incision was enlarged and the iol was removed. Additional information has been requested.